Manufacturer narrative:
(B)(4).

Event description:
An inflammatory mass was reported. An MRI was discussed. No further info was provided. Add'l info has been required, but was not available as of the date of this report.